Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was subjected to twiddler's syndrome. Subsequently, the right atrial (ra) lead wound up in the device pocket, resulting in the observed pacing not delivered when required. The ra lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported. This ra lead was returned for analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the lead dislodgement, pacing inhibition, and loss of capture. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was subjected to twiddler's syndrome. Subsequently, the right atrial (ra) lead wound up in the device pocket, resulting in the observed pacing not delivered when required. The ra lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported. This ra lead was returned for analysis.